Event description:
After an angio procedure, a staff member was cleaning up and flushing the sheath to clean it. The syringe cracked or was cracked and the pressure of the fluid caused contaminated matter to spray into one eye. The staff member's eye was rinsed copiously in the dept immediately. The pt and the staff member had to have lab tests per infection control protocol. Reporter would not provide results of the tests, but stated that they considered the pt to be low risk. The staff member suffered no untoward affects from the incident.